Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they have not had any symptom relief since the device was implanted. They have had bowel drainage and with the previous device they did not have any of that. The caller indicates that their daughter put the device in MRI mode and then took it out and it shocked their whole body, especially their private area. The daughter then lowered the stimulation and the patient still felt a tangy sensation like their tongue touched a battery. It was lowered more until the sensation went away, but now they are not getting symptom relief. Explained programs to the patient and their husband. Redirected to hcp to further address the issue.